Manufacturer narrative:
The adverse event is filed under ais reference no. (B)(4). Additional information: a3a patient sex, b5 event updated, part d product information updated, implantation date, explanation date. Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
According to the complainant, on (B)(6) 2025, the patient underwent revision total knee arthroplasty of the right knee for loosening of the prior components of an aesculap vega knee system. Intraoperative findings showed gross instability, loosening of both the femoral and tibial components, and lack of cement fixation on both components. The femoral component was so loose it could be removed by hand, and the tibial component was also loose with no cement attachment to the implant. Excess synovium and instability were noted throughout the joint. Following the successful revision, the patient was awoken from surgery and transferred to post-anesthesia care unit (pacu) in stable condition.

Manufacturer narrative:
The adverse event is filed under aesculap reference number: (B)(4). Investigation results: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Batch history review: the device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Conclusion and measures/preventative measures: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The adverse event is filed under ais reference no. (B)(4). Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were reviewed for the available lot number; the device was found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that there was an issue with a component of columbus knee system. According to the complaint description, this knee implant was "defective and failed prematurely because the ceramic coated surface fails to properly adhere to the cement". There was postoperative mechanical loosening. It was noted that the surgeon easily removed the implant by hand during the revision. Additional information was not provided.

Manufacturer narrative:
The adverse event is filed under aesculap reference no. (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.